Event description:
Reporter alleged blood glucose measured 120 mg/dl back to back with a result of 240 mg/dl performed within 10 minutes of each other. No treatment or actions were reportedly taken as a result. A request was made for the return of the suspect product and replacement product was sent.